Event description:
It was reported that during a cholecystectomy procedure, the device broke when pulled out with the trocar. Another like device was used to complete the case. There was no patient consequence.